Event description:
Literature was reviewed regarding the effectiveness of emergency percutaneous treatments in 16 patients with severe right ventricular outflow tract (rvot) obstruction due to infective endocarditis (ie). All but one of these patients had a previously implanted medtronic heart valve device (contegra conduit, melody transcatheter pulmonary valve, melody in contegra, or melody in hancock prosthesis). As described in the article, every patient in the study was diagnosed with ie after a median duration of 66.5 (28.3-87.3) months post-device implant. Adverse events noted in the article: melody implanted valve-in-valve inside contegra prior to inclusion in this study (3 cases); melody implanted valve-in-valve inside hancock prior to inclusion in this study (2 cases); and ie presenting with rvot obstruction, vegetations on valve, emboli, high pressure gradients, reduced rv function, obstructive cardiac shock, septic shock, fever, and bacteremia. Interventions performed to address ie included: inotropic support, balloon dilation, covered or uncovered stent placement, percutaneous valve implant, surgical valve replacement, and heart transplantation. During follow-up, the authors recounted that four cases of persistent bacteriemia and one case of uncontrolled sepsis occurred but did not identify the devices implanted in these patients. Additionally, one of the deaths that occurred during follow-up involved a melody patient who died due to early ie relapse and septic shock (patient 16 in supplementary table 1). The other death occurred in a patient with a non-medtronic device (patient 7 in supplementary table 1).

Manufacturer narrative:
Citation: callegari a, albertini m, reverdito g, bonnet d, malekzadeh-milani s. Interventional treatment of acute right ventricular outflow tract infectious endocarditis: a bridge to surgical or percutaneous pulmonary valve replacement. Catheter cardiovasc interv. Published online december 18, 2024. Doi:10.1002/ccd.31348 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.